Manufacturer narrative:
Technical support instructed the account to see if the pendant was under the mattress and it was not. The account found the pendant was not functioning and replaced it to repair the bed.

Event description:
The accounts maintenance alleged the head of the bed will rise and lower by itself. He said he has not witnessed the bed doing this, but the malfunction was alleged to him.